Event description:
The reporter stated that there was air entrapment. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed the investigation into this matter. A follow up report will be submitted when the testing has been completed.